Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose of 27mmol/l. The customer reported that she was at 22.1 mmol/l and then bolused again and got lower. The customer reported that she changed the infusion set and the reservoir. The customer reported that the blood glucose went down to 12 mmol/l. The customer reported no physical damage to the insulin pump. The customer treated with orange juice and spoke to the nurse. Troubleshooting was not performed. The insulin pump will not return for analysis. See related case- (B)(4) on infusion set svn (B)(4).